Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from january 14, 2020 - january 15, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the front top seam of the bag below the hanger hole area. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from a hole at the top near the hanger. The leak was discovered during patient infusion. There was no leak noticed prior to use and no damage observed to the overpouch or carton. There was no report of patient injury or medical intervention associated with this event. No additional information is available.